Event description:
The patient urgently presented to a clinic in 2005 with complaint of contact lenses not feeling comfortable and reported that a white spot had developed on the right cornea. The patient was seen by a "generalist" doctor, diagnosed with conjunctivitis and prescribed sterdex drops. After two days the patient's sysmptoms increased in severity; the patient presented to a hospital urgency center. An ophthalmologist diagnosed the patient with an infectious corneal ulcer in the right eye.